Event description:
It was reported patient underwent a bilateral total knee arthroplasty on (B)(6) 2014. During the procedure, the retaining clip from the patella trial fractured. The fractured fragment was removed from the patient.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Lot code / expiration date. Date of implant. PMA/510(k) number. Manufacture date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.